Event description:
Pharmacist drew up water for injection during chemotherapy preparation process. Noticed that water was leaking from back of syringe. Could have been a serious problem if the chemotherapy drug was leaking from the defective syringe.